Manufacturer narrative:
E1 reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the battery was faulty. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer told the remote service engineer (rse), that they had a deteriorated battery. The rse informed the customer that a philips field service engineer (fse) would go onsite and evaluate the device. On 29 may 2023, the fse went to the customer site and determined, that a power switch overlay replacement was required to resolve the device issue. The part has been ordered. And further onsite service and resolution is pending the parts delivery. This investigation is ongoing.

Manufacturer narrative:
H10: on 08jun2023, the fse clarified in a good faith effort (gfe) response that only the power switch overlay was replaced during the onsite service completed on 08jun2023. The battery was found to be "working perfectly" according to the fse. The diagnostic report (drpt) was not available for review. The investigation concludes that no further action is required at this time. H11- device problem code